Event description:
It was reported that the user experienced elevated glucose after a supply change while using the ilet, with a transient ¿disconnect from pump¿ page prompt acknowledged and cleared, and delivery logs indicating insulin was being delivered; a full supply change was recommended. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included troubleshooting and education with review of delivery data and guidance to replace all supplies. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia unclear despite evidence of ongoing insulin delivery and resolution steps initiated with a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.